Manufacturer narrative:
Device was not returned to manufacturer. Lot history review could not be performed as no lot information was available. Since all the shipped products are inspected in the production process for meeting the product specifications and release criteria, there is no indication of a product deficiency. Based on the obtained information, it is inferred that the guidewire tip was trapped in the heavily calcified lesion, where excessive rotational manipulation and/or pull back manipulation with force might be excessively applied to the guidewire for removal, resulting the breakage of guidewire due to the force exceeding the product design limit. Warning section of the IFU describes: if resistance is felt due to spasm, bending of the guidewire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guidewire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively it may break or become damaged. When torquing this guidewire inside the blood vessel, do not torque continuously in the same direction. This may cause the guidewire to be damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guidewire, rotate it clockwise and counterclockwise alternatively. Do not exceed two rotations (720 degree) in the same direction. And "separation or breakage of the guidewire " as possible complications and adverse event.

Event description:
Reportedly, to treat a heavily calcified heavily tortuous cto lesion at distal of rca, subject guidewire was advanced in attempt to cross the lesion. Physician found the lesion too hard with this subject guidewire, upon removal of the guidewire from the anatomy, part of the wire tip was lost in rca.

Manufacturer narrative:
Subject guidewire was returned to manufacturer on 6/13/2016. Investigation of the returned device revealed core wire and twist core were broken at distal end of the inner composite core. Sem observation indicated the breakage of core due to bending force. Coil was found stretched and broken off at 20mm middle brazing due to accumulated rotational force. Lot history review could not be performed as no lot information was available. Since all the shipped products are inspected in the production process for meeting the product specifications and release criteria, there is no indication of a product deficiency. Based on the obtained information, it is inferred that the guidewire tip was trapped in the heavily calcified lesion, where bending force and/or pull back force might work or be excessively applied to the guidewire, resulting the breakage of guidewire due to the force exceeding the product design limit. Warning section of the IFU describes: - if resistance is felt due to spasm, bending of the guidewire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guidewire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively it may break or become damaged. - when torquing this guidewire inside the blood vessel, do not torque continuously in the same direction. This may cause the guidewire to be damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guidewire, rotate it clockwise and counterclockwise alternatively. Do not exceed two rotations (720 degree) in the same direction. And "separation or breakage of the guidewire " as possible complications and adverse event.